Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump touchscreen was frozen on the lock screen. Customer's blood glucose level ranged between 180 mg/dl and 300 mg/dl. Multiple attempts were made to follow up with the customer regarding type of alternate insulin therapy; however, no response from the customer was received.